Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No harm was reported. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Expiration date: 05/2020. Device manufacture date: 05/2015. There were a total of four (4) devices reported by the complainant. A separate FDA form 3500a has been submitted for each device. Reported to the FDA on january 20, 2016. (B)(4).

Event description:
It was reported the nasal cannula tubes were kinked upon receipt. The cannulas were not used. No patient involvement was reported.

Manufacturer narrative:
Additional information: an unused sample was returned for evaluation and it was found that one of the cannula tubes was slightly kinked. The air flow was tested on the returned sample and it met both visual and functional specifications. Therefore, no confirmation of a discrepancy in the product could be found. After a detailed review of batch records for the device, no discrepancies (including non-conformances/deviations), were found. Also there is not enough information to conclude that the product did not meet specification and perform as intended. Product monitoring review will monitor for product trends if this issue were to reoccur. A previous investigation has been closed which is associated with this reported complaint and phenomenon of kinked tubes. The investigation concluded that the reported event was attributed to inconsistent manufacturing processes. A corrective action was initiated to address the manufacturing inconsistencies. Therefore, this complaint has been closed without further action needed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).